Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 3550-18, product type accessory.

Event description:
It was reported the patient ceased receiving stimulation and therapeutic effect from the system two weeks prior. The device was interrogated, but no level of amplitude elicited a response and all impedances were over 4 ,000 ohms. The patient had an x-ray and it was found that the lead had disconnected from the connector block on the implantable neurostimulator (ins). Approximately three weeks later, it was reported that on (B)(6) 2012 the patient had surgery where the ins and lead were explanted and replaced. The lead had broken off at its insertion into the ins with the proximal portion of the lead remaining in the ins header block. The lead remaining inside the ins could not be removed. It was noted there was no patient injury, and the patient recovered without sequelae. Additional information has been requested, but was not available as of the date of this report.